Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display was difficult to see as vertical stripes were covering the pump display. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for insulin therapy.